Event description:
The reporter is calling to report on a steam sterilizer malfunction without pt involvement or employee injury. At 0915, and employee began running a test cycle. At 0920, a loud noise was heard by another employee who saw steam blow a clock off the wall and steam escaping from around the door. The right hand side panel disengaged from the frame and insulation material was found on the floor. A puddle of water from steam condensation was found on the floor. The MFR was immediately called and a service rep arrived within an hour of the incident. The rep's assessment follows: the door gasket, on the hinge side, blew out of the door causing damage to the clock and insulation. The gasket was found to be soft and spongy which is believed to be the cause of the gasket separation. He installed a new gasket. He also noted a display board would need to be ordered and replaced. The sterilizer was unusable when the rep departed. The reporter relates a history of problems associated with this sterilizer since it was purchased. The door had previously opened during a cycle and problems have also been encountered with self-activation of the door, but not during a cycle. The reporter feels the door might need to be replaced. She is also concerned since preventive maintenance is reportedly performed on this sterilizer.